Event description:
I developed an eye infection in my right eye in 2007; some of the symptoms were red, itchy, discharge, and pain after a few days. It was only slight to begin with, but since I wear contacts I removed them immediately and proceeded to wear my glasses only, hoping the infection would clear up on its own. I washed my hands constantly, never touched my eye, and washed everything I had touched and continued to touch on a daily basis including sheets, towels, etc., yet the infection became worse and even spread to my left eye. I thought it was just pink eye, but when I went to my doctor, he said it was an eye infection but not pink eye. He prescribed some eye drops and told me to use wet compresses for the itching. Within a day or so the infection was clearing up. After I finished my prescribed regimen of eye drops, I waited another day or two before I started using my contacts. When I did, I made sure to start a new fresh pair of contacts, use a new contact case, and bought new contact solution and eye makeup. Within a few days, the infection returned, so I immediately started using the eye drops again and only wore glasses. It was a few months later that, I found out the contact solution I was using - amo complete multi-purpose solution - was being recalled for causing a very dangerous eye infection. I immediately stopped using the product and looked up the press release - on 05/26/2007-; the symptoms were exactly what I had. I contacted amo like the release said on 06/26/2007. I told them about the eye infection, the symptoms, and that my doctor had said it was not pink eye. I was told I would get a follow up call from them, but because of the large volume of people calling them, it would be another week or two. It is now almost 7 months later and I have still not heard back from amo. Dose or amount: unlimited dosage. Frequency: daily or as needed. Route: ophthalmic. Date of use: used for at least 2/3 yrs. Diagnosis or reason for use: contact lense wearer. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.